Event description:
The customer reported the system would not display a usable image. The live image was rolled over on itself. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined that the no boot issue was caused by a bad usb connection on the cd/dvd drive and reseated the connector. The system operates as intended.